Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient's friend reported "swollen lymph nodes under arm and in the neck for 3 years". Device remain implanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5.

Event description:
This record relates to right side.